Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel turned off, faulty cr board. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black screen was due to malfunction of the pressure sensor on the cr board, therefore the cr board replacement. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit had a black screen. The main board was replaced. There were no reports of patient harm.